Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and successfully started their sensor session following the reset, with no further error code displayed.